Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "system failure" message on the screen. The pt was switched to another unit and therapy was continued. No patient injury was reported.